Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to device erosion and possible infection. Drainage was noted and a pocket revision procedure was done. Subsequently the wound opened and exposed the crt-d. The patient also had a low grade fever. The crt-d was then explanted. There were no additional adverse effects reported.